Event description:
It was reported that during examination of the product, the unit displayed an e-2 error message.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The led light function failed due to green light output. The power-up sequence was repeated several times. No issues were noted. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable shake; lightcable/jaw interaction; front panel. The standby/run mode cycling test failed as the lcd selection function was off-target. The front panel functionality test also failed. All other tests were successful. The logfile was reviewed for error history. A total of (21) on-state errors were noted. The (21) on-state errors indicate that there was prior failure of the main circuit board electronics that was recoverable. The root cause of the reported failure was traced to the lack of contact between the main circuit board and the blue led connector. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.